Event description:
It is reported that the doctor implanted a long term catheter from right internal jugular on (B)(6) 2012. On (B)(6) 2012, the patient found his catheter loose when he was hemodialysis in hospital and the doctor found the catheter was out of position 1cm and cuff still in patient's body. The doctor has to extraction catheter.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of revf1242 showed four other similar product complaint(s) from this lot number. ((B)(4)).